Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. The pump passed the displacement accuracy test at 0.0874 inches. Test p-cap and reservoir locked properly into reservoir compartment during testing. Found no over delivery anomalies in the pump history files and traces. Successfully downloaded pump history files and traces using thump and carelink software. Pump delivered 172 bolus deliveries on the event date of 02/09/2025 at 00:04:49.000 to 23:59:49.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Unable to verify customer's complaint for low bg's. Possible over delivery anomaly was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced low blood glucoses and alleged insulin pump was over delivering. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-242a, mmt-332a, mmt-1884. Troubleshooting was performed and customer was using the auto mode/smartguard feature at the time of the event. The was using insulin pump system within 48 hours of reported low blood glucose event. No further patient complications were reported. Mmt-242a was requested and customer response was the device will be returned. Mmt-332a was requested and customer response was the device will be returned. The customer will discontinue to use the device and mmt-1884 was requested, and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.